Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A literature article was reviewed: "treatment of thoracolumbar burst fractures with variable screw placement or isola instrumentation and arthrodesis case series and literature review". Gregory f. Alvine, md, james m. Swain, md, marc a. Asher, md, and douglas c. Burton, md. Received for publication april 14, 2003; accepted september 4, 2003. N=7 isola implant breakage.